Manufacturer narrative:
The user experienced hyperglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment for infection and gastroparesis with adjunctive insulin therapy. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed glucose variability and periods of hyperglycemia consistent with the user¿s reported clinical condition, including gastroparesis and infection, as well as intermittent use of the pause insulin feature. Based on available information, the hospitalization was attributed to non-device-related clinical factors, specifically underlying gastroparesis and infection, rather than abnormal ilet performance, and the device problem was excluded. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 17-jan-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 400 mg/dl in the setting of vomiting and diarrhea related to gastroparesis and infection. The user was admitted to the hospital, treated with exogenous insulin and treatment for infection, and discharged (B)(6) 2026. No long-term health effects were reported.